Event description:
It was reported by service report that the left side rail latching handle was broken and there were some sharp edges at the break. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Yellow release handle.